Event description:
A baxter engineer reported a pump with failure code 810:11. It is unk when this failure code occurred. It is not known if there was any pt injury or med intervention necessary according to the hosp rep.